Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that high out of range pacing lead impedance and loss of capture was noted on the right ventricular (rv) lead. Lead fracture was suspected. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences to the patient.